Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 1000 mg/dl. Customer also stated they were in emergency room on (B)(6) 2018 for 1 week and 3 days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device primed properly and no unexpected no delivery alarms noted during testing. Device was received with minor scratched lcd window and scratched reservoir tube window.(B)(4).